Event description:
Boston scientific received information that one week post implant this patient's left ventricular (lv) lead had a decrease in thresholds and one pace impedance measurement over 2000 ohms. The pace impedance has otherwise been stable since implant at 1700-1980 ohms. The boston scientific field representative was going to follow up with the health care provider regarding troubleshooting vs continuing to monitor. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested, this report will be updated when further information is received.

Manufacturer narrative:
Additional information has been received from the boston scientific field representative. All other lead measurements are stable and within normal limits. The physician will continue to monitor the issue. No adverse patient effects were reported. This report will be updated if further information is received.